Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable investigation result of brush break. Block h11: the returned hedgehog was analyzed. Visual evaluation found that the double-sided brush observed kinks along the catheter. One brush head was bent, and it was noted that some brush bristles were missing from the end of both brushes. No other problems were noted. The reported complaint of brush failure to remove and use of device issues were confirmed. The presence of bent brush heads and missing bristles is consistent with excessive force applied during use of the device, potentially due to excess torque applied, or forcing the brush when an obstruction was encountered. Additionally, the customer reported that the hedgehog brush was reused. The direction for use (dfu) warns against reusing the device and applying excessive force and torquing. Based on all available information and analysis of the returned device, the most probable cause is use of device issue -user error, indicating that the interaction between the user and device caused or contributed to the event.

Event description:
It was reported to boston scientific corporation that a hedgehog dual end brush was used for scope cleaning following an upper gastrointestinal tract procedure on (B)(6) 2024. The brush was inserted through the forceps channel of the endoscope and pulled approximately 90cm from the tip of the scope. At this point, the brush became stuck and could not be moved, either by pulling or pushing. The scope was sent for repair to remove the brush, and the scope cleaning could not be completed. It was reported this brush had been reused prior to this event. There were no patient complications reported as a result after this event. The hedgehog directions for use (dfu), specify 'do not reuse' and 'mechanical integrity may be compromised by reuse'. Note: this complaint has been deemed MDR reportable based on the investigation result which revealed that there were brush bristles missing from both ends of the device. Please see block h11 for full investigation details.